Event description:
It was reported that a user experienced hypoglycemia after meal announcements while starting on the ilet, expressed concern that the system delivered excessive insulin for meals when glucose was around 80 mg/dl, and acknowledged not addressing a low alert before a breakfast announcement, with education provided on adaptation, alerts/alarms, and hypoglycemia management. Symptoms included sweating and blurry vision, with a documented glucose nadir of 55 mg/dl and low glucose lasting just under two hours. Outcomes included self-treatment with oral glucose and no need for external assistance or medical intervention. Investigation included a customer care review of alerts, meal adaptation education, and clinical coaching regarding algorithm behavior, target adjustments, and safety practices. Investigation of this case revealed that hypoglycemia occurred in the setting of early adaptation, unaddressed low alerts prior to a meal announcement, and possible delayed carbohydrate absorption under evaluation, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear and likely related to user state and physiological factors during adaptation. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.